Event description:
It was reported that while moving the device to the opposite side of the patient's body, due to upcoming radiation, the device was inadvertently damaged. The physician wanted to use a new device. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no analysis was performed.